Manufacturer narrative:
A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the battery door was cracked and there was contamination present in the bottom case, top case, and the plunger head. A review of the event history log identified force sensor test error in the history. During functional testing the force sensor test error was found at power up and unable to calibrate the force sensor (no force). The root cause of the issue was caused by fluid ingression into the plunger head as a result of customer's improper use of the pump. Replaced the whole plunger assembly. (UDI) is unknown. No product information has been provided to date. This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that the pump exhibited a failed force sensor test. No patient injury was reported.